Event description:
Caller alleged that results of 53 mg/dl and 108 mg/dl were obtained on a patient less than 10 minutes apart on the inform ii system. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
Device will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.